Event description:
Media leak in one of plastic sleeves [device malfunction].

Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report initially received from a burn therapy specialist via customer care representative on (B)(6) 2020 regarding a media leak in one of plastic sleeves (pt: device malfunction). The patient's concomitant medications and medical history were not provided. On (B)(6) 2020, burn therapy specialist from vericel noticed that media from epicel grafts (lot: ee02643e, expiration date: 09-nov-2020) had leaked. Reporter clarified that a media leaked in one of plastic sleeves. On (B)(6) 2020, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented (B)(6) 2019) 3t3 residual (B)(4).was reported as (B)(4) (pass). Follow-up information received from quality control senior manager microbiology on (B)(6) 2020: quality control (qc) test results provided with additional information from epicel implant list. Case update was requested by the client on (B)(6) 2021 to separate events into different case reports. Previously reported event sepsis is now documented in case (B)(4). Case linked to (B)(4). And (B)(4). As all reports describe same patient. Case amendment was requested by the client on (b)(6 2021, the event 'media leak in one of plastic sleeves' was reassessed as a device malfunction from previous assessment as product complaint.